Event description:
A customer reported to beckman coulter (bec) that one thousand (1000) erroneously high glucose module (glum) serum results were generated by the unicel dxc 800 pro synchron clinical system. The high glum results were not reported out of the laboratory. It has been confirmed, by the local field service engineer (fse), that all affected samples were rerun on another dxc analyzer which yielded lower glum results and these results were reported out of the laboratory. The customer refused to provide results for all the samples involved. Only seven (7) patient samples were provided by the customer to show the erroneous glucm results. Patient data is provided in the attachment. Patient age and gender information was not supplied by the customer. There was no effect to patient treatment associated with this event.

Manufacturer narrative:
Controls run before the event were within acceptable limits. The samples were drawn in vacutainer sarstedt collection tubes and centrifuged at 3300 rpms for 10 minutes at ambient temperature. Beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse installed a new glucose electrode and this resolved the issue. The samples were reran on the instrument after the new electrode was installed and yielded results within the acceptable range. The fse confirmed the glucose electrode which was removed from the instrument was within on-board dating and had not expired at the time of the event. The glucose electrode contributed to this event. The electrode is not available for evaluation by beckman coulter. Failure mode of this event was glucose electrode.